Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) lead exhibited high out-of-range pace impedance measurements for an unknown period of time prior to explant and replacement of the device due to normal battery depletion. There was no impact to patient therapy and no adverse patient effects were observed. The patient was noted to not be pacemaker dependent with an intrinsic rhythm of sinus bradycardia. This pacemaker is no longer in service.